Event description:
It was reported by service report that the load cells on the footend were out of range. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Results - load cell.